Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reports that when they manually flip and save, the radiologist does not see the saved flip. There was no reported patient injury associated with this event.